Event description:
The patient reported that the pump lost power while she was sleeping and she awoke with a blood glucose (bg) of 19 mmol/l. There were no reported signs or symptoms of hyperglycemia, and no medical intervention was required. The reported bg excursion does not meet the definition of a serious injury. The patient reported the following sequence of events regarding the power loss. The patient stated that on the evening of (B)(6) 2011 she changed the battery and the pump immediately emitted a "replace battery" alarm. She stated that she inserted a new battery and the pump powered on normally. The patient reported that the pump then lost power during the night. She stated that she removed the battery the morning of (B)(6) 2011 and noted the following: the battery had changed color, and the battery casing was peeling and bulging. The patient stated that she disconnected from the pump and used her old pump to administer a bolus correction for the elevated bg. The patient confirmed that the pump in question is not exposed to water; there is no structural damage to or corrosion in the pump; and the battery cap was secured properly to the pump. This complaint is being reported due to the alleged power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): pump powered on to the verify screen. Immediately after confirming the verify screen pump gave a replace battery alarm. The pump idle current draws were tested and found to be out of specifications. The pump was opened and a single electrical component failure of the u12 component was found.